Event description:
The customer reported "laundry problems" on the cobas c501 as the wash station was overflowing. The field service representative found the vacuum line was blocked and resolved the issue. The customer ran approximately 20 samples in parallel with the second instrument without deviating results. Quality control afterwards was fine. Approximately 200 patient samples originally tested during the issue were repeated. The customer stated that 50-60 patient samples had different results when repeated. Of the data provided for seven patient samples, only the results for three patient samples were discrepant and reported outside the laboratory. No units of measure were provided. Patient 1 original results: "alat" 239, sodium 127, potassium 3.4. Repeat results: "alat" 443, sodium 145, potassium 4.1. Patient 2 original result: ferritin 157. Repeat result: ferritin 270. Patient was male. Patient 3 original result: "urat" 257. Repeat result: "urat" 343. Patient was female. The original results were reported outside of the laboratory. These results were recalled and doctors and patients were made aware of the incorrect results. As far as the customer is aware, no patient treatment was changed due to the original results. No adverse event was reported. "Alat" reagent lot was 611692. Ferritin reagent lot was 611187. "Urat" reagent lot was 604603. The sodium and potassium electrode lot numbers were requested, but were not provided. The expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).